Event description:
Caller reported compact plus blood glucose results of 75 mg/dl, 158 mg/dl, and 110 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.